Manufacturer narrative:
The product was returned with the membrane loosely folded and blood on the interior and the exterior of the catheter; including between the catheter and the sheath. Two kinks were noted. One was located 50.8cm from iab tip, and the other was 76.2cm from iab tip. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 22.4 cm from the iab tip and measuring 0.03cm in length. The reported alarm, leak in iab circuit and blood in tubing problems were most likely triggered by the leak on the membrane. Under magnification, a whitish patch was observed around the leak on the proximal side of the membrane. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that a "leak in iab circuit" alarm was generated during intra-aortic balloon (iab) therapy and blood was seen in the tubing. Insertion of the iab was done with digital subtraction angiography (dsa) and patient was returned to cardiac care unit (ccu) where therapy continued normally. Approximately 16 hours post insertion the alarm and blood in tubing was discovered and iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that a "leak in iab circuit" alarm was generated during intra-aortic balloon (iab) therapy and blood was seen in the tubing. Insertion of the iab was done with digital subtraction angiography (dsa) and patient was returned to cardiac care unit (ccu) where therapy continued normally. Approximately 16 hours post insertion the alarm and blood in tubing was discovered and iab was removed. There was no reported injury to the patient.